Event description:
It was reported that during a trochanteric fixation nail (tfn) procedure, as the surgeon impacted the helical blade, the knob at the end of the connecting screw broke off. The connecting screw could not be removed from the helical blade. The helical blade and insertion construct was removed from the patient. The helical blade was then placed back in the patient with the insertion construct from another set. The procedure was completed with no adverse effect to the patient. The procedure was extended approximately 10 minutes.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Product development event evaluation reveals, the helical blade coupling screw was received in two pieces and broken where the knob and shaft intersected. The shaft connection is still welded into the knob. The fracture surface is homogenous which indicates material uniformity. There are numerous deep dents on the top and edges of the knob and there are circumferential scratches around the shaft just below knob to shaft joint. The threads on the end are still intact and a helical blade was successfully attached to the coupling screw. As noted previously, the helical blade coupling screw is hammered repeatedly as part of the technique to insert the helical blade. This issue was previously evaluated and according to the following is the design evaluation, product design/drawings also showed the coupling screw design to be acceptable for the intended use. Additionally, excessive hammering of the coupling screw off-angle or when the screw is not fully tightened, per the described technique, could result in loading conditions that may lead to breakage. The returned device showed evidence of being used/hammered extensively over time. The dents around the perimeter of the head indicate that it has been struck off-angle numerous times. The design was reviewed and determined to be acceptable for the intended use and therefore the complaint is invalid with respect to design. A review of the device history record did not show conditions that could have contributed to the reported event. This complaint is considered invalid from a manufacturing perspective.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(6) 2011.

Event description:
This is report 1 of 1 for this complaint (B)(4).